Event description:
During a single level kyphoplasty procedure at level unknown, it was reported that cement extravasated through the vertebral body sidewall into a segmental vein, and became lodged in the vena cava. The patient's status was reported as good.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.